Manufacturer narrative:
The device was not returned for one event. As a result, the investigation is inconclusive for retraction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. The device for the second malfunction was returned and a retraction issue was identified. Based upon the available information, the definitive root cause is unknown for both investigations. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model va8084 pta dilatation catheter allegedly had retraction issues. These reports were received from one source. Both of the events involved patients with no reported patient injury. Patient information was provided for one of the events. The patient was involved was a (B)(6). There was no reported patient injury for either event.

Manufacturer narrative:
For one of the events, two devices were reported, but will not be returned for evaluation. For the second complaint, the device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model va8084 allegedly had retraction issues. These reports were received from one source. Both of the events involved patients with no reported patient injury. Patient information was provided for one of the events. The patient was involved was a (B)(6) year-old female, of (B)(6) lbs. There was no reported patient injury for either event.